Manufacturer narrative:
Based on the information provided within the service record of this incident, the table did not malfunction in this instance. The instruction for use (IFU) has a warning that all personnel and equipment are to be a minimum of 6" from the table before activating any function.

Event description:
This report summarizes an event that occurred on or around (B)(6) 2022, in which it was stated that a nurse had the foot control right in front of the chair base while lowering the base and did not remove her foot from the control when lowering the chair. The shrouds lowered onto her toe and fractured her toe.